Event description:
Consumer fell asleep with heating pad under shoulder. When he awoke, he had 2nd to 3rd degree burns.

Manufacturer narrative:
Consumer believes the pad gets "too hot" when turned on high setting. Pad unavailable for eval. Store gave replacement heating pad to consumer and disposed of pad in question.